Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were missing data points on the continuous glucose monitor graph despite actively displaying cgm readings. During troubleshooting with tandem technical support, the issue was resolved and the customer was able to view all data points on the cgm graph. Additionally, the customer overestimated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (bg) level less than 40 (mg/dl). The customer consumed cookies and gatorade to resolve the issue. Recommendation was made to consult with health care provider regarding diabetes management.